Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ was returned for investigation. The sideport tubing was no longer attached to the hemostasis body. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During the procedure, the sideport detached from the sheath when inserting a non-abbott catheter. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.